Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at the user facility reported that a 2008t hemodialysis (hd) machine had temperature sensors with exposed wires and melted insulation. No patient was connected to the machine at the time of the incident. Therefore, no patient was involved. Follow-up indicated the biomed identified additional issues with the machine: lp955 issue, intermittent flow error, and damaged metal wires on the sensor board. The biomed replaced the lp955 board, three (3) temperature sensors, and the sensor board to resolve the issues. Following the parts replacement, the system was restored to full functionality. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts were available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical technician indicated that three (3) temperature sensors, the lp955 board, and the sensor board were replaced which resolved the issues. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.